Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number (B)(6). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit was found to have damaged footpads and a damaged comb. The comb and footpads were replaced and resolved the reported issue. It was noted that the unit was manufactured in 1996 and has not since been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was defective. There was no harm or delay reported. At product evaluation investigation the unit was found to have damaged footpads and a damaged comb. No harm or delay were reported. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.